Event description:
During the implant procedure, the patient developed hemoptysis and the right heart catheterization was not conducted prior to deploying the sensor. The patient was admitted to the hospital overnight for observation and was discharged on (B)(6) 2021 as the hemoptysis resolved by itself. The physician believed the non-abbott guidewire caused the hemoptysis and not the cmems delivery system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)